Event description:
The physician had successfully implanted ten coils into the internal carotid artery aneurysm during a balloon assisted embolization. As the eleventh coil (subject device) was being deployed into the aneurysm, resistance was encountered and as the coil was being repositioned it detached from the delivery wire. The physician estimated that approximately 2cm of the coil was inside the aneurysm when the coil detached, the remainder was contained within the microcatheter. As the coil and microcatheter were being withdrawn as one unit, the portion of the coil outside the microcatheter caught on the balloon catheter. The physician withdrew all three devices from the patient without any clinical consequence to the patient.

Event description:
The physician had successfully implanted ten coils into the internal carotid artery aneurysm during a balloon assisted embolization. As the eleventh coil (subject device) was being deployed into the aneurysm, resistance was encountered and as the coil was being repositioned it detached from the delivery wire. The physician estimated that approximately 2cm of the coil was inside the aneurysm when the coil detached, the remainder was contained within the microcatheter. As the coil and microcatheter were being withdrawn as one unit, the portion of the coil outside the microcatheter caught on the balloon catheter. The physician withdrew all three devices from the patient without any clinical consequence to the patient.

Manufacturer narrative:
A review of the manufacturing records was performed and no issues that could have contributed to this event were found. The device was returned inside the microcatheter, visual inspection noted that the main coil was protruding from the distal end of the microcatheter and the delivery wire was extending from the rotating hemostasis valve attached to the microcatheter. The proximal contact on the delivery wire was found to be kinked and the delivery wire was kinked 130.5cm form the distal end. The main coil was confirmed to be detached from the delivery wire. The main coil was examined under magnification and the distal end was noted to be kinked. Examination of the delivery wire under magnification found that the coil had separated from the delivery wire at the detachment zone. No other anomalies were observed. The kink observed on the delivery wire is consistent with the device having been moved against resistance. The cause of the resistance encountered during the procedure can not be definitively determined but based on the information available and the investigation it is most likely that the reported event was due to operational context.